Event description:
It was reported that during pt home use, the ventilator made an unusual sound and ventilation delivery did not feel right to the pt. Reportedly, the ventilator continued to deliver breaths. However, it appeared that the ventilator would not build up pressure. The respiratory therapist on duty investigated the event and he attempted exhalation valve calibration, but the calibration failed. The pt was manually ventilated during transfer to a second ventilator. No permanent pt injury occurred as a result of this event.

Manufacturer narrative:
Eval summary: the returned ventilator was visually inspected and no abnormalities were found. The unit was evaluated at the pt's settings. The exhalation valve calibration was performed and the calibration failed. During full calibration, it was found that the pressure relief valve setting was too high. The pressure relief valve was adjusted to the recommended pressure range. Full calibration was then completed successfully. The exhalation valve calibration was repeated and the calibration passed. It was determined that the failed exhalation valve calibration was due to the incorrect pressure relief valve setting. During testing, an unusual sound was noted from the ventilator. Replacing the manifold assembly resolved the noise issue. Full calibration was performed on the unit and the ventilator performed as expected. No noise was hard. The repaired ventilator was returned to the customer. The faulty manifold will be returned to the MFR for further investigation.